Event description:
It was reported that the spike of the transfer set separated from the port of a uv twinbag during use. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.